Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed due to the part/lot information could be: brand name - biomet cc cruciate tray 83mm; device product code ; catalog number - 141236; lot number - j3563787; expiration date - unknown; PMA/510(k) number - (B)(4); manufacture date - unknown. Or the part/lot information could be: brand name - vanguard cr por fmrl-lt 67.5; device product code; catalog number - 183070; lot number - 454600; expiration date - jul 2, 2025; PMA/510(k) number - (B)(4); manufacture date - jul 7, 2015. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."

Event description:
It was reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2015. Subsequently, patient experienced loosening, due to possible soft tissue laxity and/or resections. It is unknown which components are loose, and no revision procedure has been reported at this time. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. (B)(6). For pn: 141236 ln: j3563787, manufacturing date is june 3, 2015, and expiration date is may 31, 2025. Remains implanted.

Event description:
It was reported that patient underwent an initial left total knee arthroplasty on (B)(6) 2015. Subsequently, patient experienced loosening, due to soft tissue laxity. It is unknown which components are loose, and no revision procedure has been reported at this time. No further information has been provided.